Event description:
During review of pt chart it was noted there was an unanticipated outcome with a svc stenting procedure where the stent was difficult to deploy and when it did deploy it was below the stenosis. Concern documented wheter it should/could be retrieved and whether it would require additional treatment. MFR unable to provide a larger stent so radiologist discussed with peers and decided since there was good blood flow through and around the stent it was left in place. Per recent CT the stent is still in it's original position and no further treatment done. Original transcription states: 24mm dia. X 70mm long wallstent used. This required a 12 french sheath to place. The wall stent catheter was advanced through the common guidewire. However, the stent catheter would not advance through the common iliac vein because of resistance. A sheath was advanced into the superior vena cava without difficulty. The wall stent was then successfully advanced through this sheath into the area of the stenosis. The wall stent was then uncovered, and as it was uncovered it was noted that the distal end would not open. After uncovering the wallstent the radiologist was still not able to get the distal end or the superior end of the wallstent to open up successfully. Radiologist had to "push and pull and twist the catheter to eventually dislodge the catheter from the wallstent". During this process the wallstent was dislodged in an inferior direction and was then residing partially below the stricture and partially through the area of stricture, but was probably in too caudad of a location to successfully stent the area of stricture. The superior end of the stent was still stenotic, therefore, a balloon was used to try to dilate this region. A 14mm balloon was used, and after inflating the balloon there was some opening up of the upper aspect of "the wallstent. When deflating the balloon and trying to remove the balloon it caught on the upper end of the wallstent. Radiologist was not able to dislodge the balloon from the wallstent. When attempting to remove the balloon the stent was dislodge and partially resides in the right atrium. The current position of the stent would probably not allow using a snare to recover or reposition the stent.